Event description:
It was reported per field service report: symptom - purge failure. Reason for service: corrective maintenance. Findings / actions taken: upgrade to 2.24 software, it performed. Operational. Software: 2.23. Add'l info received on (B)(6) 2013 stated that the pump was switched off the pt to continue therapy.

Manufacturer narrative:
(B)(4).